Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance over 150 ohms since (B)(6) 2020. Full lead evaluation recommended. Lead remains implanted. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Closing codes were added to the analysis. Closing codes were added. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.